Manufacturer narrative:
Date of event is estimated. It was reported to abbott a patient had high impedance on 18 contacts. It was suspected the extension was disconnected. Surgery took place where it was confirmed the extension had become disconnected. The extension was removed. The ipg was relocated to avoid having to use extensions. The anchors were not removed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy due to high impedances. The lead had disconnected from the extensions. As a result, surgical intervention was undertaken wherein the extensions were explanted to address the issue.